Event description:
After six hours of support, blood-tinged condensation was noted coming from the vent port. The drainage was noted to increase in color and amount. The membrane oxygenator was replaced without incident. Please not that the circuit used was "pre-primed" with (B)(6) nacl solution. No effect to patient. (B)(4).